Event description:
Customer reported to beckman coulter, inc. (Bec) that all modular chemistries cups on the modular chemistry (mc) side of the unicel dxc 800 synchron clinical system were overflowing. Customer reported that small amounts of albumin (albm), blood urea nitrogen (bunm), creatinine (crem), glucose (glum), phosphorus (phosm), and total protein (tpm) were overflowing from the tops of the cups. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found debris from the mc waste manifold. The fse flushed the manifold with bleach.

Manufacturer narrative:
(B)(4).